Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical adenocarcinoma in 2013. Previously administered products included for an unreported indication: IV antibiotics. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection vaginal"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was underwent robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy and endocervical currettage and endometrial biopsy using pipelle. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, vaginal infection, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and dyspareunia was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. The previous reporter event infections was updated to infection vaginal and the event she did not undergo essure confirmation test was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical adenocarcinoma in 2013. Previously administered products included for an unreported indication: IV antibiotics. Concurrent conditions included fibromyalgia since 2013. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection vaginal"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with tramadol, citalopram hydrobromide (celexa), hydrochlorothiazide, zolpidem tartrate (ambien), surgery (underwent robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (endocervical curettage and endometrial biopsy using pipelle). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, vaginal infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and dyspareunia was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. New reporter and reporter information added. Plaintiff demography added. New events "psychological or psychiatric problems condition: depression and mental anguish" were added. Treatment drugs added. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, infection, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical adenocarcinoma in 2013. Previously administered products included for an unreported indication: IV antibiotics. On (B)(6), 2013, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection vaginal"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (endocervical currettage and endometrial biopsy using pipelle). Essure was removed on (B)(6), 2014. At the time of the report, the device dislocation, uterine haemorrhage, vaginal infection, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and dyspareunia was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6), 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical adenocarcinoma in 2013. Previously administered products included for an unreported indication: IV antibiotics. Concurrent conditions included fibromyalgia since 2013. Concomitant products included clonazepam from (B)(6) 2014 to(B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection vaginal"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with hydrochlorothiazide, tramadol, zolpidem tartrate (ambien), and surgery (endocervical currettage and endometrial biopsy using pipelle and underwent robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, depression and anxiety outcome was unknown, the uterine haemorrhage, vaginal infection, pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated for events pelvic pain, uterine bleeding, vaginal bleeding, menorrhagia, vaginal infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical adenocarcinoma in 2013. Previously administered products included for an unreported indication: IV antibiotics. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, infection, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and dyspareunia was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device dislocation, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal, menorrhagia) and dyspareunia (painful sexual intercourse) were added. Event abnormal uterine bleeding was added from medical record on (B)(6)2018: reporters, historical condition and drug, essure expiration date were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.